Event description:
It was reported that the device gave an alarm. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure.